Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5173068/7072616.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the device was causing pain to the patient. All device components were explanted and will not be returned.